Event description:
A malfunction alarm was reported, identified as "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to the customer to reset the pump, and the malfunction did not recur after the reset. It was determined that the customer could continue using the pump and was advised to call back if the issue reappeared.